Event description:
It was reported that the patient presented in clinic during follow up. The implantable cardioverter defibrillator exhibited post-paced t-wave oversensing on the ventricular channel, observed on stored egm. The patient did not receive therapy during the oversensing. The device was reprogrammed. Further programming changes were discussed. No patient symptoms were reported.

Event description:
New information available (B)(6) 2018 states that, the device was reprogrammed without difficulties. The patient was not symptomatic.